Event description:
A foreign object was identified in the stopcock during an inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation - one suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints related to this failure mode for the lot number. Upon visual inspection, the complaint was confirmed. A black smudge from an unknown foreign substance was found on the edge of the handle lumen. The root cause is attributed to the manufacturing process.